Event description:
Various aneurx stent graft delivery system were implanted into various patient's for the endovascular treatment of an abdominal aortic aneurysm in patient's that had challenging aortic neck anatomy. The physician reported there were stent graft migrations and some incidents of endoleaks in the following journal article: j vasc surg 2006;44;932-7 effect of challenging neck anatomy on mid-term migration rates in aneurx endografts; fulton et al 932-937. While it is possible that medtronic has already captured the migration in previous MDR reporting, this information is being reported at this time, as there is no further information provided in the journal article to determine where the event took place, implanting physician or other specific patient information. No further investigation could be conducted on these complaints.